Manufacturer narrative:
(B)(4). Event evaluation - a review of complaint history, device record history, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The device was not returned to assist in the investigation. A search of the affected lot number (6367619) showed pr140025 is the only complaint received on this lot number. The device is shipped with IFU that describes the intended use, specific items are addressed such as: adhere to balloon inflation pressure parameters indicated in the compliance card insert. Refer to label for further information. Use of a pressure gauge is recommended to monitor inflation pressures. If balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. The label states the rated burst pressure is 14atm/bar. It also identifies it is compatible with the 4fr sheath and 0.018¿ guide wire mentioned in the complaint form. Based off the issue description, the device tore circumferentially. It is possible that the burst may have started linearly, and then torn circumferentially. Highly calcified areas are thought to contribute to balloon ruptures and are more likely to contribute to circumferential ruptures. In the absence of external restraints, the balloon is designed to burst linearly. When sufficiently constricted by lesions/calcifications or other torturous anatomy, the tear may go circumferential. The user did report that the area being treated was highly calcified, most likely contributed to the rupture. The user did communicate they tried to withdraw the burst balloon through the sheath which is known to contribute to separation. After rupture, balloon rewrap becomes difficult, making it more likely to separate during removal, especially in the case of a circumferential burst. Per IFU, ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ a definitive root cause resulting in initial burst cannot be determined; separation was most likely caused by failure to follow IFU. We have notified appropriate internal personnel and will continue to monitor for similar complaints.

Event description:
The balloon ruptured during inflation in the common femoral. There was a lot of resistance getting the balloon out. While the physician was pulling the catheter, the balloon and shaft broke off. A snare was used to used to pull two markers and balloon fragments back into the sheath. The sheath was then successfully removed. This was a highly calcified common femoral lesion. After the ballooning, stenting was performed with another manufacturer's stent. It appears that no section of the device remained inside the patients body. Additional information regarding the patient outcome stated the patient was good but "almost" had compartment syndrome and was sent to the hospital for observation. It is possible the patient may have bled from the at stick or in the pop somewhere. As the patient was stable, the patient was released to go home.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
The balloon ruptured during inflation in the common femoral. There was a lot of resistance getting the balloon out. While the physician was pulling the catheter, the balloon and shaft broke off. A snare was used to used to pull two markers and balloon fragments back into the sheath. The sheath was then successfully removed. This was a highly calcified common femoral lesion. After the ballooning, stenting was performed with another manufacturer's stent. It appears that no section of the device remained inside the patients body. Additional information regarding the patient outcome stated the patient was good but "almost" had compartment syndrome and was sent to the hospital for observation. It is possible the patient may have bled from the at stick or in the pop somewhere. As the patient was stable, the patient was released to go home.